Event description:
In 2006 the lay user patient contacted lifescan alleging that his one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist mailed a ltter to the patient two days later since he could not be reached by telephone. On day of this report was made, at 5:30 am the patient got a reading of "170mg/dl" he took 40 units of "regular" insulin at 6:30am based upon his sliding-scale regimen. According to the patient, at 7:40a.m he had a bowl of oatmeal and then ran a few errands. He stated that he had to return home early due ot unspecified symptoms of hypoglucemia. The patient was concerned that he may have been taking too much insulin due ot the inaccurate high results from his meter. He reported having several incidents where he "bottomed out" due to taking too much insulin. It would have been helpful to know the following information: what his sliding scale insulin regimen is, if this regimen was prescrived by his doctor, if he takes additional insulin or oral diabetic medications on a reguler basis and what hypoglycemic symptoms he had. In addition, it would have beenhelpful to know what medications/ treatments he received on the day of the event, what his typical daily readings are, what he means by "bottomed out" and what his blood glucose readings were when he started feeling hypoglucemic. The customer care advocate (cca) verified that the patient is testing his blood glucose correctly using his meter. The cca also verified that the patient is testing his blood glucose correctly using his meter. The cca also verified that the patient's meter was coded properly and that his test strips were in good condition. The cca walked the customer through a control solution test that passed within specifications.